Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that this lead has a fixed helix screw-in and the lead helix is not designed to extend or retract.

Event description:
It was reported that during the implant attempt, the lead was initially positioned but the measurements were insufficient. An attempt to retract the helix was not possible even with 50 turns. Measurements were taken again, and high impedance was noted. The lead was pulled out and a new lead was used. No patient complications have been reported as a result of this event.